Event description:
It was reported that the right ventricular (rv) lead had oversensing evidenced by a high short interval counts (sic) and noise. The lead integrity alert (lia) was triggered. The noise was able to be reproduced with pocket manipulation. The lead remains in use at this time and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).